Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer address bg by initiating the fill tubing step while connected to the site intentionally to deliver insulin. Reportedly, customer loaded a new cartridge to resolve the issue.